Event description:
It was reported that during the patient's ventricular fibrillation (vf) episode, inadequate joules were delivered during the first two shocks. The vf episode was successfully converted after the third shock delivered adequate joules. An insulation breach was suspected on the right ventricular (rv) lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated low de fibrillation energy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. No anomalies were found.